Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, when clip delivery system (cds) was introduced into the steerable guide catheter (sgc), the delivery catheter tip opaque ring of the cds got caught on the tip of the sgc and was not able to be inserted even after pushing it hard. Tried using minus knob, but it did not move. Sgc was replaced and the procedure was completed successfully withe same cds. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported difficulty inserting the cds through the sgc shaft was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficulty inserting the cds through the sgc shaft was determined to be a potential product quality issue. This complaint is within the scope of an exception as the complaint description and device code match the specific issue described in the exception. Therefore, an exception (issue) 134684 is referenced. The investigation evaluated the reported issue, and the engineering group determined the probable root cause to be related to a potentially missed ball gauge inspection with a contributing factor of no data collection for the ball gauge inspection. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. Code 2915 was removed.